Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility has reported that during treatment the blood pump rotor spring snapped off. The pt's treatment was stopped. The machine alarmed. The pt's blood was not rinsed back resulting in estimated blood loss of 300 ml. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set up. Facility tech replaced the blood pump rotor and machine was returned to service. Sample available. Facility declined to provide any pt info.